Event description:
It was reported that an arteriotomy closure of the common femoral artery above the inguinal ligament was attempted using the perclose at after a stenting procedure in the left anterior descending coronary artery following acute myocardial infarction. Reportedly, the perclose at device was advanced into the artery, but arterial flow was not seen coming from the marker lumen. The device was rewired and removed. A 7f sheath was inserted. Three to four hours later the sheath was removed and manual arterial compression was applied. However, as the patient was morbidly obese and was described as having a pendulous abdomen, difficulty was encountered holding pressure. Subsequently, a retroperitoneal hematoma developed. The patient coded and expired. The physician stated that the perclose at was not at fault as the patient was morbidly obese and the access site was located above the inguinal ligament. Reportedly, the physician is proficient in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose at device have not been established in patients who are morbidly obese. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without the device evaluation, a cause for the blocked marker lumen could not be determined. The access site was reported to have been located above the inguinal ligment. The instructions for use (IFU) also states do not use the perclose at smc system if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. The IFU also states the safety and effectiveness have not been established for patients who are morbidly obese. Deviating from the IFU may have been a contributing factor for the reported retroperitoneal bleed. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number is unknown and the device was not returned. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.